Event description:
It was reported that during surgery, the 3.2 mm drill bit fractured. It broke when it was being used mounted on the quick-coupling adapter, which is why the part or section of the drill bit that broke remained inside the quick-coupling adapter. The rest of the drill bit was functional and was mounted on the jacobs adapter to continue with the procedure; as a prompt solution was given in this regard, no discomfort was generated for the specialist, the surgery was completed successfully without affecting the patient and without alterations in surgical times.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that drill bit ã¸3.2 l145/120 2flute f/quick c had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ã¸3.2 l145/120 2flute f/quick c would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 310.310 lot number: 5419p10 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 31 mar 2023 manufacturing site: jabil bettlach.